Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2026. During the procedure the customer experienced issues with the 3d guidance and the lines in the image were poor and intermittent for which the ultrasound handpiece was exchanged (2 ultrasound devices used) but this didn´t fix the issue. Physician decided to continue with the procedure without the 3d guidance. Additional information was received; it was reported that the customer had previously dropped the table top field generator (ttfg) on a previous procedure and that they had used it during this procedure. The procedure at the time had been reported to be completed without problems. The patient was readmitted to the hospital on a later date and a bowel injury was found. No other information could be obtained.